Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. In office testing produced a measurement of 1700 ohms until the patient changed positions and the measurement decreased to 500 ohms. The caller reported that isometrics and pocket manipulation were going to be performed and request an x-ray be performed. No adverse patient effects were reported.